Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer¿s blood glucose during the incident was 600 mg/dl. They treated with 25 units of insulin. The customer¿s blood glucose during the call was 485 mg/dl. It was unknown if they were on auto-mode. The device passed self-test. The device will not be returned for analysis.